Event description:
Catheter had been in place for 24 hours with tip in superior vena cava. Overnight, nurses noticed difficulty flushing. Nurse flushed the line prior to removal and felt a bit of resistance but it flushed ok. Nurse began withdrawal, felt some resistance, gave a bit of a tug, and catheter came away nicely. Catheter was withdrawn without any other events but noticed 5cm was missing after catheter came out. No embolism was evident on pt. X-ray revealed that fragment in upper vein, perhaps at the antecuibital fossa. Thrombus was evident around the fragment.